Manufacturer narrative:
The manufacturer has completed the investigation alleging an everflo oxygen concentrator may have caused a patient to acquire pneumonia. The patient did not seek medical attention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator may have caused a patient to acquire pneumonia. The patient sought medical treatment. The device has not yet been returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.